Event description:
Stryker neptune rover 3 device. Ac (alternating current) power board, f2 fuse. F2 is rated for 20a 250v while the fuse holder itself is rated at 16a 250v; unsure what overcurrent issue is causing f2 to blow, but f2 bubbles and seals fuse holder. This causes extraction of the fuse itself impossible and requires a whole board replacement. This is the 4th rover 3 to undergo this problem out of our fleet of 12 in the timespan of a year. Reference reports: mw5152122, mw5152123, mw5152124.